Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. This is the first report of this nature received for the lot reported. The valve was tested and it was able to maintain steady state pressure.

Event description:
There was too much fluid being expelled from the eye.